Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by abdominal pain, unspecified pain, unspecified swelling, inability to eat and vomiting. The cause of the peritonitis was not reported. The patient visited the emergency room for the peritonitis and was treated with unspecified antibiotics (route, dosage, duration, and frequency not reported). Action taken with the patient's therapy was not reported. The patient's status was not reported. No additional information is available.